Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that the procedure was to treat instent restenosis in the lad of a previously implanted stent (unknown stent placed in 2004 in different cath lab). The first xience v (3.0 x 18 mm) used was placed in the proximal lad. The second xience v (2.50 x 28 mm) was placed in the mid lad. During deployment of this second stent, a distal stent edge perforation occurred. A graftmaster was selected to treat the perforation; however, it would not cross. The patient experienced cardiac tamponade requiring pericardiocentisis and placement of an iabp. The perforation was treated successfully with a balloon. The patient is reported to be well. No additional event or patient information is available.